Manufacturer narrative:
A philips remote service engineer (rse) asked the customer biomedical engineer (biomed) to make sure that the speaker is selected as the default sound device. The rse suggested ¿you can log into system config/tools/control panel/sound and right click and select properties.¿ the speaker needs to be selected as the default sound device. This configuration setting might have changed when the customer swapped the components. It was confirmed from the customer the above recommendation was the fix. No need to purchase the system board. Based on the information available and the testing conducted, the device was functioning as intended and there is no malfunction on the device. The reported problem was not confirmed. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
Product corrections made.

Event description:
The customer biomedical engineer (biomed) reported they were not getting any audio from the philips patient information center ix (pic ix). It was stated that the sound card may be going bad, and biomed will be swapping it out with another backup pic ix that they will get the sound card. It was unknown if the device was in clinical use at the time the issue was reported. There was no adverse event or patient harm reported.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.